Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (B)(6) revealed that there were no anomalies visually observed. Patient complaint was confirmed. Device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that they went to charge the patient's implanted neurostimulator about a week ago and the battery symbol on the white side of the recharger was scrolling back and forth. Caller states the patient tried to charge for a couple days but it never worked after that. Caller confirmed they do not keep the recharger in the charging dock when they are not using it. Instead they keep it in a cabinet. Troubleshooting was not required. The issue was not resolved through troubleshooting. An email was sent to the repair department. Pt services also recommended keeping recharger stored on charging dock at all times and using appropriate charging cord to the dock. Updated address and phone number.